Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail (mr) device was received for analysis in the product hoop. There was blood and contrast in the hub and wire lumen. The balloon was inspected under magnification and a pinhole was confirmed in the balloon wall located on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the radio opaque markers. There is no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. Access was gained via the femoral artery using a non-bsc 7f sheath, 7f guide catheter and a .014" guide wire. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left anterior descending artery. An encore 26 inflation device was used. An 8x3.50mm quantum apex monorail balloon catheter ruptured at 12atm while being used in an attempt to pre-dilate the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.